Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 15 non-sustained tachycardia episodes with v-v intervals <220ms from (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 517 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 12,478 ventricular sic in the last 8 days.

Event description:
It was reported that during a device check, a lead integrity alert (lia) triggered on the right ventricular (rv) lead along with an alert for high pacing impedance. Two days later, another alert sounded for noise on the rv lead. Oversensing and high sensing integrity counter (sic) were also noted. Variability was observed with arm and shoulder movements. The therapies were turned off and treatment was started. The rv lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.